Event description:
It was reported that the implanted right lead "seemed bent a little bit at the tip of electrode #0." This anomaly was revealed in an x-ray by a physician. It was noted that the lead was still in use and the physician noted that there was "no problem" with the bent lead. No patient injury was reported.

Manufacturer narrative:
Product ID: 3387-28, lot# 0205841722, implanted: (B)(6) 2012, product type: lead. (B)(4).